Manufacturer narrative:
H.6. Investigation summary : no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. The reported lot number (9336984) was manufactured in 2010. The DHR is longer available from manufacturing as the manufacturing site is only required to retain the DHR information for 7 years. As no samples and/or photo(s) were received the investigation concluded: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the box of bd ultra-fine¿ insulin pen needles had no expiration date listed on the label before use. The following information was provided by the initial reporter: "pharmacy reported -checking expiry dates on 3 different product boxes. Boxes did not have dates listed".

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the box of bd ultra-fine¿ insulin pen needles had no expiration date listed on the label before use. The following information was provided by the initial reporter: "pharmacy reported -checking expiry dates on 3 different product boxes. Boxes did not have dates listed"